Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that the imaging system was able to complete the homing procedure. Visual inspection of the gantry found a friction point occurring at the back of the gantry and its holder. No additional information was provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative confirmed that the imaging system would not complete motion calibration. The representative after forcing the gantry door to open with prompts on the pendant, the system would complete motion calibration. When attempting to relaunch motion calibration, the imaging system would repeat the reported issue. No additional information was provided.

Event description:
A site representative reported that, while outside of a procedure, when attempting to perform a motion calibration on the imaging system that the system would stop the calibration at the tilt check. The site representative attempted to manually open the gantry door and then attempt the calibration, but this did not resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.